Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported less than two weeks post the implant of an implantable pulse generator (ipg) system that the right atrial (ra) lead exhibited a unipolar impedance warning for low impedance. Possible micro perforation but cannot determine. There was fluid in the chest and the patient also has pneumonia. The ra lead remains in use. No further patient complications have been reported as a result of this event.